Event description:
This event was discovered in a journal article; the details of which are below. Journal name: journal of japanese society for emergency medicine journal title: the english translation is: the development of necrotizing fasciitis after npwt, the case of right iliopsoas muscle abscess and right femoral abscess publication date: 2016, vol. 19 pp: 430 authors names: natsuko satomi, naoyuki kanai et al the original article is provided in attachment. Please note that it was the summary of an oral session.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a patient using npwt post operatively went into shock 36 days after surgery, which was 7 days after initiation of npwt. The patient had redness around the wound and a confirmed infection of the site. Despite drainage and debridement, the patient became worse and died. The patient still had costal osteomyelitis and iliopsoas muscle abscess.